Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hose pulled from the connector, loose body connector, safety failure, pins pushed in and would not lock cutter. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the connector body was loose due to loctite deterioration. It was determined that the cutter lock failed due debris in the locking mechanism. It was determined that the device failed safety assessment because the device was powerbroken. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. It was determined that the hose was pulled away due to excessive force on the hose from the connector end. It was determined that the pins were pushed back in the connector due to the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. The device showed signs of damaged caused by the sterilization process / immersion during cleaning, which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.